Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted during the testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received no delivery alarms. The customer¿s high blood glucose value was 14 mmol/l and hey treated it using manual injections. The insulin pump was giving no delivery in the middle of the night randomly and going off every 5 minutes. The customer tried cannula of different length. The customer tried all the remedies but the issue was not resolved. The customer was advised to revert to backup plan. The device will not return for analysis.